Event description:
It was reported that during an unknown procedure that the generator displayed an error code 1. The surgeon finished the hemo case by bovie. There was no adverse pt consequence.

Manufacturer narrative:
Date sent: 06/22/2007. Evaluation summary: the unit was returned to the analysis site due to the generator started not working with an error code "generator". The analysis site confirmed the customer complaint and per the service manual performed calibration and tests and found the unit powered up with error code 1 (generator error), confirming the customer complaint. The analysis site replaced the main pcb to correct the customer complaint.